Event description:
Related to MFR report #2183959-2012-00166. The pt had an ams perigee system with intepro implanted in 2007. It was reported that the pt began to experience intermittent complications. It was indicated that the graft eroded and caused dense scarring. It was also reported that the pt had permanent injuries and required surgical intervention.

Manufacturer narrative:
Should add'l info become available regarding this event is will be re-evaluated and a f/u report will be sent.